Event description:
An x-ray revealed the lead was dislodged. During intervention, they could not reposition the lead, therefore, it was explanted.

Manufacturer narrative:
(B) (4).the analysis on this device is pending.

Manufacturer narrative:
(B) (4)the analysis on this device is pending. (B) (4)

Event description:
An x-ray revealed the lead was dislodged. During intervention, they could not reposition the lead, therefore, it was explanted.